Event description:
Indication: common variable immunodeficiency, unspecified. Home health nurse reports she got a system error with curlin pump (serial number and expiration date not provided) during last infusion. She turned it on and off multiple times to eventually get it to work. Pharmacy to replace pump. Material sent for return of device associated with event. Device availability for investigation dependent upon return by pt (patient). No missed dose(s) or adverse event(s) reported due to product issue. No further info.